Event description:
I opened a new box of 100 relion diabetes syringes and took hold of a package of 10. I felt as though I'd grabbed a porcupine! On investigation, I found that 3 of the syringes caps had come off or been removed at the needle end. The needles were bent over at roughly 90 degrees through numerous holes in the packet. One of them jabbed me good in the thumb. I went to the ER and the dr confirmed a puncture wound in my right hand on the thumb. Not a porcupine after all, but it still hurt. Please note this is the identical syringe (B) (6)/relion was forced to recall in 2008. Frequency: 5 or 6 per day, route: sq. Dates of use: (B) (6) 2009 -- (B) (6) 2010. Diagnosis or reason for use: diabetes mellitus. Event abated after use stopped or dose reduced? Yes.